Event description:
It was reported that the customer was hospitalized due to unexplained low blood glucose. Customer's blood glucose reading at the time of hospitalization was 94 mg/dl. Caller stated that the customer had a viral infection prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion tests. Unit was received stuck in motor error alarm loop during bolus /basal delivery in history file. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that it was not detected during our testing. Unable to perform the occlusion and no delivery alarm test due to motor error alarm